Manufacturer narrative:
Reliability analysis evaluated two opened/used reservoirs. Performed pre-fill testing and the reservoirs passed per inspection. No air bubbles were observed during analysis. Checked o-rings/stopper groove for defects and none were found.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of air bubbles anomaly from the reservoir. The customer's blood glucose reading was 19.0 mmol/l. The customer stated that the approximate sizes of the air bubbles are 2 inches long. The customer stated that they did not rewind with the reservoir in place. The customer was advised to fill cannula at 0.7 units and run fixed prime of 5.0 units. The customer stated that there are no air bubbles in the tubing or reservoir. The customer was advised to call back when the issues persist.